Event description:
Device 2 of 2. Refer to MFR report 1627487-2010-2159.

Manufacturer narrative:
Device 2 of 2. Results: extension fails continuity test. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.